Manufacturer narrative:
G2. Aware date has been corrected to (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was a leak in the globe (cuff) for endotracheal tube. Anesthesiologist try to repair the leak but not succeeded. Procedure extended by 15 minutes. The procedure was completed with backup product. There is no consequences or impact to patient. Additional information states that anesthesia was performed to intubate the patient, with the aforementioned tube; for laryngeal monitoring, and during surgery, it was detected that the capsule where the balloon is inflated was leaking, the anesthesiologist tried to seal that leak with cloth but did not obtain any favorable results. Cuff and tube was not checked prior to use to ensure proper functionality. Leak evident when trying to inflate the cuff to establish the airway during the intubation process.